Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material #515052 lot #2509303 the following was reported: we experienced an unusual event involving a bd phaseal optima injector component last week that we have never experienced before. While injecting gemcitabine into an IV bag, the injector became disconnected and resulted in a spill. There was no issue drawing the dose into the syringe; however, as soon as the technician began to depress the plunger, the phaseal injector separated from the syringe luer lock (see attached photo). This led to a chemotherapy spill. I would like to submit a product complaint and ask whether this issue has been reported previously, or if you have any insights into potential cause. Chemo spill in the hood 1.was there any damage noted on the injector luer or luer of the syringe? No damage observed on the injector luer or the luer of the syringe 2.can additional photos of the injector be provided? Or is the physical sample available for return? No additional photos available 3.was the preparation completed with the same injector and/or syringe? Preparation was completed using the different injector and/or syringe 4.what is the material information for the syringe? Unsure what the question is asking - but I believe it was a 60 ml syringe we used.